Event description:
Pt underwent a left total knee arthrosplasty in 2003 with a lateral retinocular release and medial hemovac drain placement. Two days later an attempt was made to remove the drain. However, it was difficult to remove and the tip remained in the knee. The next day the pt was returned to the o.r. Where the drain tip was removed under general anesthesia.